Event description:
It was reported that the patient had an infection in the spine. There were no details provided in regards to the infection. The health care professional would determine if this was a local infection in the spine or a systemic infection. It was further reported that the patient had a chronic hip infection. The patient also had a pump system implanted, but this was not the cause of the infection. Perioperative antibiotics were administered. The patient did not have meningitis. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Product ID: 3998, lot# la5982, implanted: (B)(6) 2002, product type: lead. Product ID: 7435, serial# unknown, implanted: (B)(6) 2002, product type: programmer. (B)(4).